Manufacturer narrative:
Investigation summary: two (2) photos were provided by the customer for investigation. One (1) photo shows an opened blister pack and shielded needle hub assembly in a baggie. There is also a piece of white foreign matter in one corner of the baggie. The second (2nd) photo shows the top web of the blister pack providing the product information. Failure mode is verified, however, without a physical sample to analyze the foreign matter (fm) that appears to be in the baggie cannot be identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #9078528 item #305198. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: without a physical sample to analyze the foreign matter (fm) that appears to be in the baggie cannot be identified; therefore, potential root causes cannot be determined. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It has been reported that the needle 16gx1-1/2in rb has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported the needles had a white particle inside of the sterile needle package. Per email: the pharmacy team found about 10 needles #305198/lot# 9078528 with a white particle inside the sterile needle package. They have pulled 8 boxes (800 needles) of this same lot. Per complaint form: the pharmacy found 10 needles with a white particle loose inside the sterile needle packaging.